Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were in emergency room due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer was treated with intravenous. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer reported that auto mode feature was not used at time of high blood glucose event. Customer reported that the infusion set had bent cannula. The insulin pump will not be returned for analysis.